Event description:
On may 16th, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving from her dario meter a bg reading of 390 mg/dl compared to a bg reading of 165 mg/dl from her non-dario meter.

Manufacturer narrative:
Due to the user's issue of high bg readings, a replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. The strips and control solution has not yet been received by the user and the case is still in progress. If additional information is obtained, a follow-up report will be submitted. There is not enough information available to further investigate this case. Therefore, no resolution is available.